Event description:
Pt was implanted with tfn nail construct on an unk date for a hip fracture. Pt complained of pain from the helical blade. Pt was returned to the operating room on (B)(6) 2012 for revision. Surgeon removed the helical blade and revised the pt with a new helical blade. The nail and screw is still implanted.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or part number or lot number provided.